Manufacturer narrative:
Continuation of d10: product ID 8835 serial# unknown product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-dec-21. The consumer reported that the patient was in the hospital and inquired if the patient could have an angiogram. The consumer noted that the pump was working, but it was believed that the patient was allergic to the medication in the pump, later noted to be the clonidine.

Manufacturer narrative:
Continuation of d10: product ID 8835 lot# serial# unknown implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient tried calling the doctors on the list but was unsuccessful at finding someone to help stating she is still in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a with an implantable pump for non-malignant pain. The pump administered bupivacaine at a dose rate of .3683 mg/day, clonidine at a dose rate of 1.841 mcg/day, and morphine at a doserate of .4603 mg/day. The drug concentration of all three pump drugs were unknown; however, regarding morphine they were seeing 0600 mg, but they didn¿t know what that meant. It was reported that today ((B)(6) 2020) the patient went to their physician who had adjusted her medication. The patient was now trying to bolus and was getting a code 8503 regarding a physician bolus in progress via their personal therapy manager (ptm). The ptm was showing the patient would be locked out for 141 hours. It was noted that the physician didn¿t say anything to the patient. The patient was described as having complex regional pain syndrome (crps) and was always in pain which the pump helped with. It was further noted that when she bolus's, the patient really needed it and like now she was having flair ups and was in a lot of pain and was not able to bolus. It was noted that for instance when she has to travel to the physician¿s office the patient has to bolus before she can go. At the time of the report patient services reviewed the physician bolus in progress and redirected them to the patient¿s managing physician regarding the pain the patient was in. Additional information was received from the patient's sister on 13-dec-2020 who reported that the patient had a medication adjustment on 07-dec-2020 and the medication adjustment was to "help with her blood pressure or something." Since the medication change, the patient¿s sister reported the patient has not had "any pain relief, is hallucinating, has had convulsions, and her left arm will randomly get really hot then switch to really cold.¿ the patient¿s sister wanted to know what drug was in the patient¿s pump because the patient was now in ICU (intensivecare unit) and the hospital wanted to know what medication was in the pump. The reporter had contacted the patient¿s managing physician and was told he would contact the hospital to tell them the information they needed to know. The patient¿s sister stated that the patient ¿coded on the way to the hospital in the ambulance last night¿. Additional information was received on (B)(6) 2020 from the consumer reported that the patient coded blue again yesterday night and needed to be resuscitated. The reporter stated they think it is because of the ¿ptm giving more medication then it is supposed to or that the catheter maybe kinked".